Event description:
It was reported during insertion, the md could not advance the catheter through the sheath. As a result, the catheter and sheath were removed as one unit. The md placed a second iab successfully. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.